Event description:
A partial pocket fill was reported. The healthcare provider (hcp) removed the drug and put in saline. Patient was sent to ed (emergency dept.). Patient reportedly experienced overdose symptoms, especially difficulty in breathing. Drug being delivered via the device was hydromorphone10 mg/ml at a daily dose of 3.596 mg/day. Patient status at the time was stated as alive, no injury.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).